Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with a shocking lead triggered a red alert for high, out of range shock impedances. Based on the red alert information, patient in-office evaluation would likely be needed. However, the caller did not have the patient's name or lead information available. No adverse patient effects were reported.